Manufacturer narrative:
The shocking vector was programmed to distal coil to can. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited shock impedance measurements greater than 125 ohms one day post implant. Shock impedance measurements greater than 125 omhs were observed in triad and coil to coil shocking vectors. When the shocking vector was programmed to distal coil to can the shock impedance measurement was acceptable. No adverse patient effects were reported.